Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On examination, all of the keypad buttons had normal response with normal spring back and click. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defects of the button contacts. The pump was opened for investigation and revealed no evidence of damage or contamination. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas stating that the up arrow, down arrow, ok keypad buttons were unresponsive. The audio bolus button was also reported to be unresponsive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that the keypad buttons and the audio bolus button were unresponsive.